Manufacturer narrative:
The device history record confirms that the product passed and met all requirements before releasing. Labeling instructs: do not attempt to use the handpiece if it has been dropped or shows signs of physical damage. If the handpiece is damaged, contact the cynosure service department. Field site engineer (fse) arrived at site and evaluated the device. Fse replaced the cosmetic of the handpiece but was unable to pass through error code. Fse ordered a new handpiece to resolve the customer's issue. Due to the site reporting unintended discharges of laser energy, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
It was reported that the vectus handpiece plastic was opening in the middle and laser was firing multiple times after pressing the trigger. No patient injury reported.